Manufacturer narrative:
Eval summary: subcomponent geometry has been improved to strengthen the device. Furthermore, all devices mfg prior to the implementation of this change are being removed from the field as part of a reportable field action. Reference 1822565-2/24/2011-001-r for add'l details. Eval: subcomponent spring clip fracture is reported and observed. Dimensional readings and material hardness are conforming to print specs.

Event description:
It is reported that the spring clip fractured.